Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the cheeks with 2ml of skinvive¿ by juvéderm®. Three days post-injection, patient began experiencing a "purplish discoloration only on the left side of the face and not on the right side". The next day, patient visits the injector who noted the "capillary refill time was delayed (ranging from 3-5s in various discolored areas) associated with some tenderness on pressure". Hcp treated the patient with hyalase 500 units dissolved in 2mls of saline over 30mls. Capillary refill time improved to less than 2 seconds. Patient also received a 30 minute red light led treatment. Three days post onset, patient noted they were no longer experiencing swelling or pain but the discoloration remained. Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used.